Event description:
Patient had a generator replacement. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
In clinic notes, it was reported the patient has had 15 small seizures since their last clinic visit. Patient usually averages 2-3 seizures per month. Patient settings were increased. Patient has been referred for batter replacement. No known surgery has occurred to date. No additional relevant information has been received.